Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated he entered his blood glucose level and the insulin pump counted up to 300 and then counted down. He changed the battery and received the button error alarm. Blood glucose value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.